Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "25 gauge pak with a 23ga infusion cannula inside" (device misassembled during manufacturing or shipping). A customer reported after opening a 25 gauge pak, it was noted that a 23 gauge infusion cannula was in the pak. Another pak was opened and the case was completed. There was no pt harm reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).